Event description:
This event was reported as duromedics bi-leaflet valve explanted after 15yrs. Duration due to mitral insufficiency, s.o.b. And tee showing only one leaflet present (leaflet escape).